Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting a gradual rise, in pacing threshold values as well as, pacing impedances measurements. Impedances values during a recent clinical follow-up were consistently high out of range, resulting in a lead revision. The rv lead was explanted and another boston scientific rv lead successfully implanted. It was additionally communicated that the device trending plots, via programmer display, were not functioning as expected. The explanted lead is intended to be returned for a (B)(4) evaluation, while boston scientific's internal technical services reviewed the trending anomaly, stating that in the absence of trend plots, high out of range measurements could be concluded due to saturated amplifiers.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection identified calcified body fluid (calcification) covering the mesh tip of the lead. Resistance testing was completed and the lead was confirmed to be electrically continuous. Laboratory analysis confirmed lead calcification which can be a contributing factor to these reported clinical observations.